Manufacturer narrative:
This is one of the products involved with the reported event and the associated manufacturer report numbers are: 9616099-2018-02541, 9616099-2018-02546, 9616099-2018-02547, 9616099-2018-02537, 9616099-2018-02532, 9616099-2018-02533, 9616099-2018-02528, 9616099-2018-02527. No additional information will be forthcoming.

Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown sheath and the catalog and lot numbers are not available. Hildick-smith, d. J., khan, z. I., shapiro, l. M., & petch, m. C. (2002). Occasional-operator percutaneous brachial coronary angiography: first, do no arm. Catheterization and cardiovascular interventions, 57(2), 161-165. Doi:10.1002/ccd.10329. As noted in the publication hildick-smith et al occasional-operator percutaneousbrachialcoronary angiography: first, do no arm; catheterization and cardiovascular interventions 57:161¿165 (2002) ; a cordis sheath was used during a percutaneous brachial coronary angiography and a hematoma with clinical median nerve dysfunction for one month occurred in one patient. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the devices for analysis or procedural films, the reported customer event ¿hematoma¿ could not be confirmed, and the exact root cause could not be determined. A hematoma is a is a collection of blood outside of a blood vessel. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are also likely contributing factors. Complications such as hematomas can also be more prevalent in obese patients. This complication may occur at any time during or after the procedure and users are trained and experienced in how to treat this common complication. Based on the limited information available for review, there is no indication that the event is related to the devices design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As noted in the publication hildick-smith et al occasional-operator percutaneousbrachialcoronary angiography: first, do no arm; catheterization and cardiovascular interventions 57:161¿165 (2002); a cordis sheath was used during a percutaneous brachial coronary angiography and a hematoma with clinical median nerve dysfunction for one month occurred in one patient.